Manufacturer narrative:
(B)(4). Date sent: 4/13/2020.

Manufacturer narrative:
(B)(4). Batch # t94u39. Report number: mw5092420. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic right colectomy, while the surgeon was using the harmonic device, the white top piece melted inside the patient (the white tissue pad was completely missing from the clamp arm). There was no patient consequence and she was discharged without any sequelae.